Event description:
It was reported that when applying healon pro viscoelastic to the eye, a ¿brown hair¿ appeared inside the patient's eye. The surgeon thought it came from the viscoelastic itself. Reportedly the patient has fully recovered and their daily activities were not significantly affected. Through follow up we learned that the procedure was not delayed. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1 - telephone number: (B)(6). Section h3 - other (81): the healon pro was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 16-apr-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: complaint product returned for investigation consisted of an open blister pack with an activated syringe, which contained approximately 0.6ml of expellable healon solution and a cannula at its anterior side and a plunger rod at its posterior side. The complaint syringe contained particle/fiber-free healon solution. No ¿brown hair¿ like material was found in the remaining healon solution or in/on the holder. As the material find was not recovered, the customer's observation could not be confirmed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.